Manufacturer narrative:
(B)(4). Evaluation results: evaluation of the returned product found that the battery springs inside the battery compartment are bent. The alarm does power on and there is an alarm tone when the magnet is detached from the alarm. (B)(4).

Event description:
The customer reported that the alarm has power, but there was no alarm tone when the magnet is detached from the alarm and when the alarm is set on voice and tone they hear static only. There was no rust or corrosion on the screws or cracks on the alarm case. This was discovered during set-up prior to placing it into use with a patient.